Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that upon hospital admission of the patient due to bronchial disease, it was discovered that the left ventricular lead had dislodged. It was noted that the "lead was not placed solidly". The lead remains in use; however, "an action will be taken" once the patient recovers from the bronchial disease. No patient complications have been reported as a result of this event.